Event description:
It was reported that the user experienced an extended low blood glucose following a period of elevated glucose and became apprehensive about using the pump and the meal announcement feature; the low persisted for about two hours, and the user did not hear an ilet alert during the event. Symptoms included sweating and clamminess. Outcomes included self-treatment with six glucose tablets and no need for outside assistance or medical intervention. Investigation included troubleshooting and education with a plan to involve a trainer for day-to-day use guidance. Investigation of this case revealed the cause of hypoglycemia was unclear, with no device malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.